Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The up arrow of the insulin pump is not working. The blood glucose reading is 22 mmol/l. Nothing further reported.